Manufacturer narrative:
The customer ran the unit for an hour and no high temp error occurred. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Event description:
The customer had some questions about high blower temp on the unit. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). The customer stated that the unit went high temp while on a patient. The customer reviewed the event log however was unable to find any errors associated with high temperature. The customer wanted to know what temperature would cause high temp error. The rse provide the customer with error codes that are associated with high temps. The customer checked again for error codes but was unable to find any codes. The customer ran the unit for an hour and no high temp error occurred. The customer changed the cooling fan with one that he had. The rse verified the customer had cooling fan in right direction, pulling air in and not out. The rse advised customer on what to do if blower motor high temp occurs. The customer states he will call back if any issues are found. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.